Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6) north carolina. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: pump display showed dashes and would not respond to the turning of the dial. In order to solve the issue, motor control board (hms) and motor power amplifier board (hmf) were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump did not start turning and showed dashes on display, during procedure. There was no patient injury.

Manufacturer narrative:
Complaints database review revealed that the the units were manufactured in 2015 and no further issue has been reported to livanova since the installation. Based on the above facts considering the service activity and similar complaints analysis, the reported issue can be traced back to an electronic fault of the above mentioned boards. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, trending analysis according to ln-glb-wi-0057 confirmed that there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.